Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, evidence of moisture was found behind the display lens. The leak test confirmed a display lens leak, and a battery compartment leak. The battery compartment was cracked above the bumper pad. The pump was cracked between the display and the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.